Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable cardioverter defibrillator (ICD) 2009 (B)(6); 5554-53 implantable pacing lead 2009 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High impedance was noted with one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2013. The weekly high voltage impedance trend data shows an increase for maximum defibrillator and superior vena cava (svc) defibrillator impedance equal to 80 to 184 ohms peak between (B)(6) 2012 and (B)(6) 2013.

Event description:
It was reported that the patient presented to the medical institution after the patient alert triggered. The right ventricular (rv) lead had high impedance, over 200 ohms, on the rv and superior vena cava (svc) coils. Noise on the rv coil was also noted. At the lead revision, when pressing near the anchoring sleeve, the coil impedance was over 200 ohms. A lead fracture around the sleeve was determined. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.